Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material, presumably blood, was found inside the pebax. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly, no errors were observed. The force feature was evaluated, and the force values and the vector were detected within specifications. No force issues were observed. Further examination was done under microscopic imaging. A separation between pebax and electrode section was found, and the reddish material inside it. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The separation between the pebax and electrode could be related to the force sensor error reported event by the customer. The root cause of the pebax damage could be related to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation in order to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure and the qdot micro would not zero. When the catheter was mid-chamber and zeroed, the high force alert in the force graph would display. The catheter cable was replaced without resolution. When the catheter was replaced, the issue persisted. The tx eco cable was replaced and the issue resolved. The procedure continued. It was confirmed that both catheter cables were reprocessed. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material, presumably blood, was found inside the pebax. This finding is MDR reportable.